Manufacturer narrative:
Physio-control evaluated the removed power pcb assembly and determined that the cause of the reported issue was due to a diode, designator cr20 on the power pcb assembly, having shorted.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. The third-party service replaced the power pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device could not be powered on. In addition, the customer reported that the device depleted its batteries faster than expected. There was no patient use associated with the reported event.